Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and the absorbable strap was used. It was reported that during the procedure, a deformed strap was deployed, so it could not clip on the tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/06/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product upon which this medwatch is based will not be returned. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.